Manufacturer narrative:
Device received with cracked battery tube thread noted. The test reservoir was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted. No back light or rewind anomaly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoir was loose while inside the insulin pump and insulin pump pushes out insulin even while suspended almost on a daily basis. Customer's blood glucose level was unknown at the time of incident. Customer stated there was dark spot and a distortion on the display screen, battery life was diminished, backlight did not come on at all on one occasion and rewounds louder. The insulin pump will not be returned for analysis.